Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was impacted. The customer changed the infusion site and tubing. Tandem technical support performed a system check and the current cartridge and infusion set were functioning as expected. The customer was using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.